Event description:
Physician was performing a thoracentesis at the bedside and while advancing the catheter, the catheter broke off in the pt. Broken catheter piece was not removed from the pt due to pt condition.

Manufacturer narrative:
Unfortunately, the sample was not received for evaluation at this time the hospital has elected to keep the sample, therefore, we are unable to determine the cause for the reported issue. If the sample becomes available we will reopen the investigation. A review of the device history record, raw material history files and the sterilization batch records for the listed mfg lot showed no recorded quality problems or rejections related to this incident.